Event description:
Patient underwent surgery for painful ankle with synovitis, instability with ligamentous disruption of the ankle and distal avulsion fibular fracture, ankle. Patient had diagnostic and therapeutic ankle arthroscopy with extensive debridement, lateral ankle joint stabilization with 3.0 mm absorbable bone anchors times two and conexa graft material and open reduction, internal fixation of a lateral malleolar ankle fracture, with 3.5 mm cannulated compression screw. Patient developed a chronic infection that was treated with vancomycin via PICC line (culture results from this time period not available to reporter). Infection resolved, but patient continued having pain and instability. Patient returned to or for removal of conexa and screw 7 months later. Foreign body reaction of the conexa soft tissue graft that was placed in the area for the anterior talofibular ligament repair was found. The conexa graft material was removed and sent to pathology. It had severely degenerated secondary to the foreign body reaction. Cultures taken, repair of anterior ligament done.